Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the hillrom maintenance records was performed resulting in no pm records found for this serial number. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer alleged that the power cord was frayed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).